Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that in the hospital the patient had an alarm in the night. The alarm was silenced, and they decided to exchange the modular cable and system controller. There were no more alarms on the screen after the exchange. The alarm was noted to be a driveline power fault. The patient was admitted to the hospital for non-lvad related reasons. It was due to their social condition. The lot number of the modular cable was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file review. The log files revealed a driveline power fault alarm activates at 4:58:31, (B)(6) 2025 and is active for the remainder of the reported event date. The alarm was associated with a power_a broken fault. At 10:38:38, a driveline disconnect alarm activates consistent with the reported controller exchange. The controller was shut down at 10:39:24. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. The system controller (B)(6) was returned for testing. The controller was functionally tested and passed without issue. Then the controller and returned modular cable were connected to a mock circulatory loop for an extended duration and no alarms were noted. Provided information revealed that there were no more alarms on the controller screen following the controller and modular cable exchange. A root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory) and the actions to take if the alarm cannot be resolved. The heartmate 3 lvas instructions for use (rev. C) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.